Event description:
Philips received a complaint on the v60 ventilator indicating that there was a ventilator alarm for "rebreathing detected¿. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), the device's diagnostic report (drpt) was not provided. The asp confirmed that the "rebreathing detected" alarm was the low leak co2 rebreathing risk alarm, and that the alarm had been observed when the device was outside of clinical use. The hospital equipment department replaced the flow sensor to resolve the device issue. Following the replacement, the device was confirmed to be fully functional and was returned to use.